Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed hardware error and medication got stuck and cubie was not recognized now. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.